Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 600 mcg/ml baclofen (compounded) at a dose of 50 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had an infection and it was unknown if it was related to the device. The argument was being thrown around that the patient had meningitis. The patient presented to a hospital with altered mental status. The neurologist did a spinal tap and the patient did have an elevated white cell count, but also a significant number of red blood cells. The glucose was low, but the protein was high. That would imply a bacterial infection; however, the cultures were done and nothing had grown out. The patient never presented with any form of meningeal signs. The white blood cell count (wbc) was normal and the patient wasn¿t febrile. Given the spinal tap results, the patient had a bacterial infection, they just hadn¿t figured it out yet. They were questioning if they were dealing with meningitis or something else. The hcp hadn¿t been able to talk to the infectious disease doctor yet, but felt they were blaming the pump just because it was implanted and something else may be going on. They were treating the pump like a ¿red herring¿ and the hcp was fighting to keep the pump implanted. The infection had not been confirmed and the cultures were clear. The patient¿s symptoms started about 72 hours ago before the report on (B)(6) 2017. The patient has multiple sclerosis (ms) and questioned whether something was going on with her ms. The patient was adamant she didn¿t want the pump removed and didn¿t feel she had an infection. The patient was taking oral antibiotics including broad spectrum vancomycin and cephalosporin. The hcps were ¿shot gunning¿ the patient hoping that something fits. There was no allegation against device sterility. The hcp could not understand how the bacteria could get through the micron filters used at refill and in the pump to cause this type of infection in the first place. The hcp did not feel the pump was a factor. The patient outcome was hospitalization.